Event description:
The recipient is reportedly experiencing pain with device use and refuses to wear the device. External equipment was exchanged and programming adjustments were made, however the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
Revision surgery is reportedly scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's activation went well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will reportedly not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report.